Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: a visual inspection of the pump showed a crack in the battery compartment. The returned battery cap and a test cap attached securely to the pump. The battery cap contact height and width measurement were within specifications. During investigation, the pump was not able to power on due to rust and corrosion in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was opened and no damage or moisture ingress was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.